Event description:
Information as it was reported to ams indicates that prior to a bph surgical procedure "laser console would not turn on". Patient was under anesthesia at the time of the issue noted. The customer was unable to resolve the issue that occurred and the case was completed by an alternative laser console (holmium laser). Patient outcome: there was no report of a patient or user injury.

Manufacturer narrative:
Device evaluated by manufacturer updated. Evaluation codes added. System analysis/service repair was performed on (B)(6) 2015 and the replaced top cover was returned to the manufacturer on november 30, 2015. Product evaluation: the replaced top cover was evaluated on december 01, 2015. The evaluation revealed that the top cover was worn out and damaged in the field. It was discarded.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
System analysis/service repair on november 17, 2015: the reported issue of machine not working/ no display was confirmed and was determined to be the result of faulty top cover. The top cover/screen was noted dead and was replaced. The system was tested and verified to meet manufacturer's specifications. The replaced top cover was returned to the manufacturer on november 30, 2015.